Event description:
It was reported that, during an in-clinic follow-up, the left ventricular (lv) lead was found to be dislodged. The suspected cause of the dislodgement was patient anatomy, as the physician had difficulty placing the lv lead in the target vein during implant. The lv lead is awaiting revision. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received that the left ventricular (lv) lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.